Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient had experienced a change in therapy shortly after being programmed by a rep in june. Electrodes 1, 5, and 6 were noted to be out of range. Electrode 1 was greater than 40000 with near electrodes 0, 2, and 4. Electrodes 5 and 6 were greater than 30000 ohms. The rep stated that the patient was using a program which had these electrodes. The rep programmed the 8-15 lead and was able to get a good bilateral response. The caller programmed two groups of low density (ld) and high density (hd). The caller was to discuss with a healthcare professional at the end of the month to check the lead. The caller wanted to be sure the patient was receiving good therapy. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient had been feeling their therapy differently. The cause of the high impedance was not known. No further complications were reported.